Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for multiple pts, involving synchron lxi 725 system. The customer stated the results were greater than 0.04 ng/ml since switching to a new reagent lot. Results less than 0.01 ng/ml had also been noted with this reagent lot. The erroneous results were released out of the laboratory and questioned by the physician. There has been no report of pt injury or change in pt treatment associated with this event.